Manufacturer narrative:
The t:slim g4 pump user guide states indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. De

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 336 mg/dl. The customer changed out the infusion set. As the occlusion alarms had occurred in the past and the customer had changed supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer was using apidra insulin.